Manufacturer narrative:
(B)(4).

Event description:
It was reported that an angioplasty of the left ascending diagonal (lad) was being performed, and a 3.5 x 08 mm voyager nc was selected for post dilatation; however, the balloon did not reach nominal pressure when inflated and dye was noted to be leaking from the balloon. The balloon catheter was removed. The patient is doing fine and is stable. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the voyager nc catheter was returned with the stylet inserted into the guide wire lumen and a clear protective sheath over the balloon. There was no blood or contrast visible. The balloon was returned tightly folded, suggesting that the balloon did not inflate. The inflation device used during the procedure was not returned; however, a new indeflator was filled with water and used in an attempt to inflate the balloon to rated burst pressure (rbp, 18 atm) when fluid was observed to be leaking from the tip. Analysis noted that the inner member appeared to be folded in towards itself distal to the proximal balloon marker. Upon further analysis, this damage was also confirmed to be a tear in the inner member. The reported balloon rupture was not confirmed. Damage to the inner member can be a result of, but not limited to, manufacturing, interaction with the stylet during removal, and/or interaction with the guide wire during loading/removal. No resistance was noted during the procedure. Analysis of the returned product noted that the proximal end of the balloon was wrinkled, possibly from interaction with the guide catheter and/or rotating hemostatic valve during removal. Analysis also noted peeling at the distal end of the balloon and a thick strand of peeling in the middle portion of the balloon. This damage was noted above the tear in the inner member. Damage of this type can be the result of material processing or incorrect preparation for use. It should be noted that the voyager nc instructions for use (IFU) states, submerge the balloon in sterile heparinized normal saline during balloon preparation to activate the coating. Attempts were made to obtain additional information regarding how the device was prepared for use; however, no information has been received. Scanning electron microscopy (sem) analysis determined that shredding and delamination of the middle portion of the balloon was observed in the folded areas. It is possible that the hydrophilic coating on the balloon was not activated upon exposure to moisture such that as attempts were made to inflate the balloon, the balloon material tore and peeled. A review of the finished product lot history record did not reveal any nonconforming material records for this lot. The reported balloon rupture was not confirmed. It is likely that the noted inner member tear was likely what was intended to be reported. A conclusive cause for the noted balloon wrinkling and distal shredding could not be determined.

Event description:
Subsequent to the initial medwatch report additional information received states that the balloon was not soaked prior to insertion of the device into the patient.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received.

Manufacturer narrative:
(B)(4). Evaluation summary: analysis of the returned voyager nc dilatation catheter found that the stylet was inserted into the guide wire lumen and a clear protective sheath was over the balloon. There was no blood or contrast visible. The balloon was returned tightly folded, suggesting that the balloon did not inflate. The inflation device used during the procedure was not returned; however, a new indeflator was filled with water and used in an attempt to inflate the balloon to rated burst pressure when fluid was observed to be leaking from the tip. Analysis noted that the inner member appeared to be folded in towards itself distal to the proximal balloon marker. Upon further analysis, this damage was also confirmed to be a tear in the inner member. Damage to the inner member can be a result of, but not limited to, manufacturing, interaction with the stylet during removal, and/or interaction with the guide wire during loading/removal. No resistance was noted during the procedure. Analysis of the returned product noted that the proximal end of the balloon was wrinkled, possibly from interaction with the guide catheter and/or rotating hemostatic valve during removal. Analysis also noted peeling at the distal end of the balloon and a thick strand of peeling in the middle portion of the balloon. This damage was noted above the tear in the inner member. Damage of this type can be the result of material processing or incorrect preparation from use. Scanning electron microscopy (sem) analysis determined that shredding and delamination of the middle portion of the balloon was observed in the folded areas. It was reported that the balloon was not soaked prior to insertion into the patient anatomy. Therefore, it is possible that the hydrophilic coating on the balloon was not activated and upon attempts to inflate the balloon the balloon material tore and peeled; however, this cannot be confirmed. It should be noted that the voyager IFU states: submerge the balloon in sterile heparinized normal saline during balloon preparation to activate the coating. A conclusive cause for the noted balloon wrinkling and distal shredding could not be determined. A definitive cause for the noted inner member tear could not be determined. All dilatation catheters are 100% visually inspected for damage and leak tested during the manufacturing process. Additionally, a sampling of units is destructively tested to verify rated balloon pressure and balloon integrity.